Event description:
Boston scientific received information that the patient with this pacemaker displayed a sensing issue resulting in a fast arrhythmia and cardiac arrest. Additional information has been requested; however, no further information is currently available. No further adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.